Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Units left in the test reservoir matches with the units left in the device screen.

Event description:
It was reported that customer experienced low blood glucose. Customer also had a high blood glucose reading of 503 mg/dl. Customer was urinating and stomach pain. Caller stated that the reservoir was empty, but the insulin pump showed three bars 125 units. Customer treated with manual injection. The current blood glucose reading is 50 mg/dl. Customer treated with food. During troubleshooting, time and date are correct. Programming is correct. The high pressure test passed. Customer's mother stated that the insulin pump delivered insulin incorrectly. Requesting a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.